Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on both the ventricular rate/sense and high voltage. The patient was experiencing syncope during these non-sustained episodes.